Event description:
During the implant procedure, the physician encountered difficulty advancing one of the leads. It was suspected that a nerve may have been contacted, as the patient experienced new-onset pain radiating down the right leg and into the foot. Despite this, the implant procedure was completed successfully. Post-procedure, the patient was treated with pain medications and steroids and was discharged home in stable condition. At follow-up, the patient reported doing well, and after device reprogramming, expressed satisfaction with the therapy. However, the following day, the patient reported experiencing a shocking sensation. In response, the patient elected to turn the therapy off. Patient was doing well.